Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. The target lesion being treated was located in the mid left anterior descending (lad). An unspecified size taxus express2 stent was implanted. At the 9 month follow-up, restenosis was observed. Pre-treatment visual inspection revealed 90% residual stenosis. Fifteen days later, the pt was hospitalized for a percutaneous coronary intervention (pci) procedure. A non-bsc stent and balloon were used during the intervention. Post-treatment visual inspection revealed 0% residual stenosis. The pt was discharged approx 2 days later on bayaspirin and plavix. The event was successfully "resolved."

Manufacturer narrative:
Approximately oct 2008. The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.